Event description:
The rotator broke during a left ventriculogram procedure. No report of harm or injury. The customer reported two defective devices but has not provided any add'l info or clinical details for the add'l event. The customer is not going to return any devices relating to this event. This single form FDA 3500a report will be filed.

Manufacturer narrative:
Device eval: the customer is not returning the suspect device for eval/investigation. Complaint is not confirmed. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. The device history record review revealed that the high pressure stopcock used in this kit was built before implementation of corrective actions for the rotator collar to rotator housing bond. The root causes of the failure are attributed to the mfg bonding process. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval, method: device history record was reviewed. Complaint database was reviewed.